Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted lifescan, alleging inaccurate results. The patient reported blood glucose results of 315 and 174 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported because the reported results did not meet precision criteria of lifescan and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.